Event description:
It was reported that the customer experienced the following issue with the large needle driver instrument. The inner wires came loose. The procedure was completed with no report of patient harm, serious incident or injury. No fragment fell into the patient. The issue caused no delay. On (B)(6) 2026, intuitive surgical (is) obtained the following additional information regarding this event: the customer did not answer to the question of the cable was just loose or broken/frayed. The issue was identified during sterilization, and the customer didn't see or notice anything during a surgery before.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.